Event description:
It was reported that one week ago the pt fell off a chair and hit his head on the left side against a wall. Thereby, the coil was damaged. After exchange of the external parts the pt was able to hear for a short period of time, however, since then he has no longer been able to hear. An implant check was carried out on (B)(6), 2009 which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.